Event description:
Report received via 3rd party lawsuit alleged defective dialysis machines at a hospital exposed plantiffs to possible risk of contamination by blood of known aids, hepatitis c and b patients during january, february and march 1999. Plantiffs alleges emotional pain and suffering.